Manufacturer narrative:
Medical product: revitan proximal stem hip impl win gen; item# unknown; lot# unknown. Therapy date: unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and experienced with a fractured revitan stem had visited the surgeon. A revision surgery has not yet taken place.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Event description: it has been reported that a surgeon has requested additional information regarding the removal of a broken revitan stem. Patient and product information is unknown. It is not known if revision surgery has occurred. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification and unknown event details. Device purpose: this device is intended for treatment. Conclusion: it has been reported that a surgeon has requested additional information regarding the removal of a broken revitan stem. Patient and product information is unknown. It is not known if revision surgery has occurred. Based on the significant lack of information the reported event cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.